Manufacturer narrative:
Age ate time of event 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06524, 2134265-2018-06527, 2134265-2018-06526. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During procedure, when the burr was pushed at the exit port of the guide catheter and activated, the stall indicator illuminated. Subsequently, the rotawire broke outside the patient's body. Upon removing both burr and wire, a "flashback" of blood inside the sheath was noticed. Another burr and rotawire were used for the second run, however the wire broke and the distal part of the burr seemed to be burned when tested outside the patient's body. The procedure was not completed due to this event. No patient complications were reported and patient was well.